Manufacturer narrative:
The customer contacted a siemens customer care center and reported that they obtained discordant results on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced several components (including sample probe 1 (s1), s1 drain, s1 cleaner pump and s1 airknife valve), primed the instrument, and ran a quick check tests. Siemens returned to the customer's site several times. During these visits, siemens checked the bottom of cuvette alignment, checked sample probes positions, and ran multiple tests (including mix tests, quick check tests, and service method tests) on the instrument; the tests recovered within specifications. The cse replaced the sample probe drain tubing harness, aliquot probe, biowaste pump bellows, flush, s1 pump panel drain valves, sample probe mixer, and metering pump and inlet. The cse also aligned the aliquot probe and ran a check 1 test, fluidics, quality control (qcs), and precisions studies for calcium, magnesium and carbon dioxide; the qc and precision studies recovered acceptably. The cse ran patient samples and verified that the results correlated well to other instruments' results. Siemens further investigated the issue and determined that the cause of the discordant, falsely low carbon dioxide result was related to an instrument malfunction, which potentially caused inconsistent sample mixing. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2018-00499 and MDR 2517506-2018-00501 were filed for the same event.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. On the next day, the sample was repeated again on the alternate instrument, resulting higher than the initial result. It is unknown if either repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 result.